Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic dilatation procedure of papilla vater on (B)(6) 2012. According to the complaint, when the device was removed from the packaging, it was noted that the distal tip was bent. They did not have a replacement for the balloon and decided to complete the procedure with this device even though it was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) the reported event of distal tip bent. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a hurricane rx biliary balloon dilatation catheter was used during an endoscopic dilatation procedure of papilla vater on (B)(6) 2012. According to the complaint, when the device was removed from the packaging, it was noted that the distal tip was bent. They did not have a replacement for the balloon and decided to complete the procedure with this device even though it was damaged. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the complaint device found no defect to the distal tip or the catheter. The device was within specification. As the device was within all specifications, the complaint was not confirmed. It was confirmed that the correct device was returned. Based on the investigation results, which indicate that there was no damage to the distal tip of the device, this is no longer considered a reportable event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.